Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 03/15/2010, 03/16/2010, 03/23/2010, 04/05/2010, and 04/06/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B) (4). (B) (4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "lens is now noted to be dislocated from the bag" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Limbal relaxing incisions had been performed at the time of the iol implant surgery to reduce the preoperative cylinder. In a follow-up, the surgeon reported there was a rent on the posterior capsular bag, and the iol was dislocated. The iol was exchanged and a different model iol placed in the sulcus. The surgeon did not blame the iol for the tear in the capsule, which subsequently caused the dislocation and refractive surprise. The surgeon reported the pt's visual acuity was 20/20 following the iol exchange. Add'l info has been requested.